Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted during a robotic sacral colpopexy with hysterectomy procedure. During the procedure, when the physician placed the suture through the mesh inside the sacrum, the mesh tore. The physician felt the tear was too small to be of concern. The procedure was completed with this device with no complications to the patient, who is over 18 years of age and was fine at the conclusion of the procedure.